Event description:
It was reported that the clip applier is scissoring clips. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. Upon evaluation of the device, it loaded, retained, and formed the clips properly. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident.